Manufacturer narrative:
Device evaluation summary: one cadd solis hpca pump was returned for evaluation. Visual inspection of the pump found the pump was in good physical condition. The functional testing included delivery accuracy testing. The customer reported issue was able to be duplicated. The pump failed the accuracy test. Based on the evidence, the complaint was confirmed. The problem source of the event was identified as out of specification expulsor.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was alleged to have issues with the delivery. No adverse effects reported.